Event description:
End-user claims that the clips are not holding properly. End-user stated that while trying to transfer from the transfer bench to their wheelchair the wheelchair the set came off. End-user stated that they fell into the tub and sustained a lumbar compression fracture on their lower back.